Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was discarded.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. There was no difficulty during esheath insertion. The commander delivery system (ds) was inserted through the esheath however, it could not exit distal tip of the esheath due to an unusual tension. Therefore, it was decided not to advance the commander ds further and was removed along with the esheath. After withdrawal, an iliac artery rupture was noted. As per medical opinion, the iliac artery rupture was most likely caused during withdrawal of both devices. A stent was used to repair the rupture. It was decided to implant a 26mm sapien 3 ultra valve with a 24f non-ew esheath and a new commander ds. The valve was implanted without complications. Unfortunately, the patient did not improve and expire due to the iliac artery rupture. As per medical opinion, the root cause of this event was that, given the tortuosity and calcification that the patient had, an iliac artery rupture occurred when removing the esheath with the commander delivery system.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event as per description of event, there were presence of tortuosity and calcification in the patient access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.